Manufacturer narrative:
Results: the ace68 was partially fractured approximately 132.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fractured device. If the device is forcefully manipulated during removal from its packaging, the device may become fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician found the penumbra system ace 68 reperfusion catheter (ace68) to be fractured upon removal from packaging. The damage to the ace68 was found prior to use, and therefore, was not used in the procedure. The procedure was completed using a new ace68.